Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.